Event description:
It was reported by service report that the right foot caster was delaminating and the power cord jacket had a cut in it. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.